Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in excellent condition. Results of pump event history log review revealed there was a motor rate error. During functional testing the problem was verified during occlusion testing. Root cause was found to be normal wear of device components. The motor assembly was replaced to correct the problem. D4 (UDI) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).